Event description:
It was reported that a (B)(4) transmission was received noting device was at eri on (B)(6) 2011. The asymptomatic patient presented on (B)(6) 2012 for check-up. The device was interrogated and found to be at eol. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and on our automated testing equipment. No anomalies were found and the device met all test specifications. The cause of the sudden drop from eri to eol in battery voltage could not be determined.